Event description:
Customer reported the system intermittently will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the at communication board. System operates as intended. This MDR is related to ge healthcare.